Event description:
The manufacturer received information alleging that the simplygo device was alarming, turn off itself. There were no reports of serious patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center for evaluation. During the evaluation, it was noted that the device had sieves are clogged, pca is burned, inlet filter has to be replaced due to preventive maintenance. The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.